Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported went through security at the court house and felt an increase of stimulation. Patient also stated that the microwaves at work have caused her to feel increase of stimulation as well. No further complications were noted or anticipated